Event description:
It was reported that the line detached at the luer lock an "y" connection before use. Reportedly, there were no patient complications or injuries.

Manufacturer narrative:
Our evaluation lab received on bifurcated IV line. It was observed that the tube adaptor, where the IV tube was bonded to the male connector was completely broken from the male connector at the end of the IV line.